Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connection errors. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was not connecting. This was found during set up for an unspecified procedure, which was completed with another olympus camera head. There were no reports of patient harm.